Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis and 0ml of air was found in left in the balloons. No damage or deformities are noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately thirty (30) seconds to check for air bubbles. Air bubbles were not observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 14ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The complaint can be confirmed for foreign matter in the check valve. The foreign matter likely contributed to the air leakage the user experienced. It is possible the foreign matter shifted during the return transit to terumo. The operations quality engineer was contacted, and a nc was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: assistant lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that following a left heart catheterization, the tr band was placed. After placement of the tr band, the band began to deflate on its own. No patient injury was reported. Manual pressure was held. No blood loss was reported. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 04jan2024: 18 ml's of air were injected into the tr band when it was applied, it is standard protocol. The tr band immediately began to lose air after initial inflation. There was no noticeable damage to the device. The patient was reported stable.